Event description:
Customer reported unexpected negative results when testing patient sample with panocell-10. The patient has a known anti-k. .

Manufacturer narrative:
The reactivity of the k antigen was confirmed on retention panocell-10, lot 37676. Customer did not return product or sample for further serological testing.